Manufacturer narrative:
(B)(4). The patient was reported to be in her 60¿s (years of age). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefamezin 1 gram daily intraperitoneally for twelve days and modacin 1 gram daily intraperitoneally for twelve days for the peritonitis event. Dianeal therapy was discontinued sixteen days prior to the initial receipt of this report, the peritoneal dialysis catheter was withdrawn one day prior to the initial receipt of this report, and the patient is no longer on peritoneal dialysis therapy. After twelve days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.